Event description:
The medical engineer (me) reported something was wrong with the response of the touch screen when pre-use checking was performed. The (me) recalls having the touchscreen calibrated; however, the phenomenon was not improved. The unit was then replaced with the same model. The (fse) confirmed diagnostic error "backup alarm failed" in the event log, but could not duplicate the issue. The (me) replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation (fi). Electrical testing is out of specification. Intermittent unresponsive regions all over the touchscreen are observed. Faults are found on this returned touchscreen.